Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was in disconnected mode and offline in rss. Review of the rss indicated that the device had been offline for approximately three days. As a result, patient and order information may not have been current. The customer rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) attempted to bring the station back online; however, work was paused due to emergency surgical cases. The fse and pharmacist declined repairs during an active operation on the anesthesia station, and the repair was rescheduled. The fse planned a return visit to complete and test the final repairs, and no repair information was provided after multiple attempts.